Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness, and there was possible loss of capture on the right ventricular (rv) lead. No further information could be obtained through follow-up. The lead remains in use. No further patient complications have been reported as a result of this event.